Event description:
Reportedly, the doctor repeatedly tried to fix the vega m electrode to the septum. Besides the electrode repeatedly failing to stay in place, the following happened: when the doctor unscrewed the screw (one second per turn, ten turns total), a significant tension built up throughout the entire electrode. After the doctor stopped unscrewing, not only did the "butterfly" shape retract, but the entire electrode came loose.

Manufacturer narrative:
The vega m58 is a similar device of the vega r58.